Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 212 mg/dl. Customer was at the health care professional's office. Customer was unable to troubleshoot because the alarm was resolved by a complete set change. Customer would like to return the infusion set and the reservoir for analysis. Customer reported that the alarm did not occur during manual prime. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.